Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a receivd random no delivery alert and buttons was take few time to respond and and did not received low battery alert and pump died and battery cap was worn down no harm requiring medical intervention was reported. The customer will continue use of the device.